Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular lead exhibited multiple high out of range pacing impedance measurements of greater than 3000 ohms. Due to an unrelated stroke the patient experienced, no intervention was performed and the tachycardia therapy of the ICD was turned off. The ICD remains in service and there were no adverse patient effects reported.